Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during his treatment. After receiving a cycler alarm, the patient noticed he was disconnected from the cycler and there was fluid leaking from the patient connector. The patient was advised to follow-up with his pd nurse. The set has been retained for evaluation. During follow up his pd nurse reported that the patient was given 1 gram of vancomycin and a non-documented dose of gentamicin prophylactically. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.